Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #951c56. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. Also, scratches were noted on the pan reload and slight nicks on the knife. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the damaged knife is consistent to the device was fired over excess of tissue or a hard object. Although no conclusion could be reached on the cause of the reported event of "incomplete staple line and malformed staples" the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described of incomplete staple line and malformed staples could not be confirmed as no malformed staples were noted, and the reload was received fully fired and the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 951c56, and no non-conformances were identified. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent 10/24/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional event information: could you please tell us the procedure used in this case? Pancreas duodenectomy. Were there any function's discomfort/abnormality (e.g., unusual noise, etc.) When the device was used? The handle grip was heavier that usual. It said the first row was unformed, but is it correct that the first row means from the end of the section? The first row from the end of the section. Was there any bleeding or tissue damage when this event occurred? There was bleeding. What treatment was performed on the part where staple was not performed properly? The part that was not formed properly was left, the incision position was changed, and an additional suture was performed with another company's product. Is there any problem with the patient's current condition? No problem. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "the incision position was changed"? Was there a change in the procedure? If yes, please explain. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during open pancreatectomy, the first row on the side to be left at the time of gastric body sectioning was unformed. The central area was not formed at all. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. Investigation summary: it is possible that the condition of the damaged knife is consistent to the device was fired over excess of tissue or a hard object and the scratches on the reload pan may have been caused by the reload loading technique, when the cartridge slide.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024 additional information was requested, and the following was obtained: 1. Please provide more details for ""the incision position was changed""? Additional stitching and cutting was performed at a different position by the other product. 2. Was there a change in the procedure? Yes.if yes, please explain. Additional stitching and cutting was performed at a different position by the other product. 3. How was the bleeding controlled? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.4. How much blood was lost (ml)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 5. Did the patient require a transfusion? 6. How was the bleeding addressed? No.